Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: aug 9, 2017: litigation records received. Litigation alleges defective device, physical and mental pain and debility. Update nov 6, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty in mobility and elevated metal levels. After review of medical records for the MDR reportability, it was reported that the patient was revised to address pain. Revision notes reported elevated metal levels, osteolysis, metal line pseudocapsule, metal debris inside the liner and the trunnion of the femoral neck, and weakness. Part/lot information were provided. This complaint was updated on nov 10, 2017.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 9, 2017: litigation records received. Litigation alleges defective device, physical and mental pain and debility.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty in mobility and elevated metal levels. After review of medical records for the MDR reportability, it was reported that the patient was revised to address pain. Revision notes reported elevated metal levels, osteolysis, metal line pseudocapsule, metal debris inside the liner and the trunnion of the femoral neck, and weakness.